Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and the patient condition was good.